Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the bronchovideoscope displayed error message b30 (scope communication error). There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of error message b30 (scope communication error)was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise/ image disappearance at angulation. Based on the investigation results, the probable causes include damage or deterioration of parts, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems such as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.